Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a sensor failure was occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient stated he was hospitalized due to his sensor failing and wasn´t communicating with his insulin pump. Therefore the pump didn´t release enough insulin to the patient. The patient experienced diabetic ketoacidosis (dka) and almost passed out. The patient called an ambulance and they took him to the hospital. There were bg values taken but there was no documentation about the exact values. The patient was treated with unspecified medication, as he was not able to confirm what medication was administered to him. At the time of the report the patient was still hospitalized but he had no symptoms and was in good condition. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.